Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient stated that they cannot lay on their stomach without feeling like "they are having a heart attack". The patient also states that this has been going on since the implant and the device "seems to be wigging out". Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.